Manufacturer narrative:
Device evaluation: the preloaded insertion system, model pcb00, was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) inside the cartridge. No defects in the plunger/pushrod tip was identified that could impair functionality in the device. The intraocular lens (iol) was not observed in the pcb00 device. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was partially inserted into the patient's eye, because the plunger of the preloaded delivery system, got stuck while inserting the lens. The lens was removed with no incision enlargement, vitrectomy, or patient injury. Another lens of the same model and dioptre was implanted with no other issues. No further information was provided.